Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following results: a review of the pump¿s history showed multiple reboots on 02/06/2013; the battery voltage prior the reboots was above the battery alarm/warning thresholds. A visual inspection of the pump showed a cracked battery compartment; however, the battery cap was returned undamaged and was able to fully tighten on to the pump with no power loss. The battery cap dimensions were found to be in specifications. The pump was primed and exercised for 24 hours with no power interruptions. The pump cover was opened and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.